Event description:
Reporter alleged not feeling well and had high blood glucose device readings, values not provided. It was reported reporter took normal medications and 30-45 minutes later glucose was 45 mg/dl. Reporter stated having some orange juice and bread so felt better however glucose read in the 300-400s mg/dl and within 5 minutes a back to back test was 133 mg/dl. No medical treatment was reportedly sough or received. A request was made for the return of the suspect device and replacement product was sent.